Event description:
The facility rpeorted a depleted battery alarm during biomed testing. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hosp rep. Stated that there were no reports of pt injury or medical intervention.